Event description:
The console displayed "high pressure, low flow" alarms during the priming operation; then went into emergency operation. The symptoms were cleared by switching the power off and back on. Field svc explained that the alarms during priming were normal and probably caused by the priming loop. Eso could have been caused by static. The console is being used on a pt without incident. It will be checked after pt support.